Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The customer states the pump had air bubbles. The customer's blood glucose level at the time of incident was 376mg/dl. The customer's most current level was 471mg/dl. The customer treated with manual injection. Troubleshot was conducted. Air bubble was noted in the reservoir and blood in cannula. The customer changed the entire set. The customer declined to conducted high pressure test. The spouse states they would be calling back at a later time to complete troubleshoot.